Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause was determined to be the web aligner was out of alignment. Web aligner was readjusted back to the correct position at the time of manufacture by a certified mechanic. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation is required at this time.

Event description:
Product quantity: (B)(4), product issue: printing defect and short packing , lot #: 4023019 product quantity: (B)(4), *smudged-ink, short syringe, printing defects & torn pouch, lot #: 4037051.